Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, there was a broken drawer panel. The customer reported that they had used an alternative station to obtain the medications. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-sep-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer panel was broken. A field service engineer found the faceplate was broken. The field service engineer replaced the faceplate to resolve the issue. The system functioned as intended after the field service engineer repaired the device.